Manufacturer narrative:
Pump was received with cracked case and blank screen due to broken/detached connector j-6. Cannot perform the displacement test due to blank screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s high blood glucose level was unknown. The customer reported that insulin pump was dropped and the bottom snapped and no longer functional. Troubleshooting was performed for damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.